Event description:
Patient revised because of loosening and infection.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records and sterile certs found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for all reported part and lot number combinations. Provided information states the products are not suspected of failing to meet specification or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.